Event description:
There was a big bump where the ins was implanted at, the bump has been present since implant. The bump was not warm to the touch but was sore and painful (not too bad). The stimulation was in the wrong location. The patient noticed a change in stimulation a couple days ago. Stimulation was originally in the back of his thighs and the lower back. Now the patient has stimulation in front of thighs and the upper back. There have been no falls or trauma. The patient was able to adjust stimulation on group a program 1 and 2 (those stimulate the front of the thighs , right and left). When he moves the box to the middle row and arrows over to get group b it did not change. The patient may have changed the program but was not sure. In checking the ins only group a upright or a lying was found. Adjusting stimulation was possible and the patient decreased stimulation in group 1 from 2.0 to 1.70 which controls the left side. Group 2 controls the right side and the patient was able to adjust stimulation from 4.20 and was brought down to 4.00. Stimulation was barely felt and comfortable. The patient was told not to get out of the a program and a different program was unable to be located. Adjusting stimulation from the front to back was not possible. The patient has also had problems controlling the intensity as well. He gets it set in the right position in standing and lying because it will increase the stimulation intensity. This has been going on for about a week or so. The patient stated ¿it does feel like the stimulator explaining why it is long and narrow and hard¿. The patient has a follow up appointment next month sometime. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).